Event description:
Complainant alleged that while attending to a pt, the device advised shock for a sinus pea rhythm which is typically a heart rhythm that is not shocked. The pt was defibrillated at 120 joules. The device analyzed the pt's rhythm again and then advised no shock. Pt care was assumed by paramedics who responded to the incident. The pt was assesed and treated however, was unresponsive to allmeans of intervention. Complainant indicated that the pt subsequently expired.